Event description:
The olympus representative reported on behalf of the customer that the sheath at the distal end of the single use aspiration needle was damaged and the needle exited the wrong place and punctured the evis eus ultrasound bronchofibervideoscope. The endobronchial ultrasound (ebus) bronchoscope broke causing significant damage in the working channel. There were no reports of patient harm associated with this event. This medwatch is related to patient identifier (B)(6) / na-201sx-4021.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The procedure was prolonged by 15 minutes because they exchanged the needle three times. The procedure was completed with the same type of needle. The intended procedure was a diagnostic endobronchial ultrasound (ebus). The diagnosis was still able to be obtained with a new functional needle. No medical intervention was necessary for the patient. There was no harm to the patient. Related patient identifiers: (B)(6) / na-201sx-4021 single use aspiration needle. (B)(6) / na-201sx-4021 single use aspiration needle. (B)(6) / na-201sx-4021 single use aspiration needle.

Manufacturer narrative:
This supplemental report is being created to include additional information received from the legal manufacturer investigation and from the customer. The following sections have been updated: b5 and h6. Additionally, a correction has been updated to section d4 as the model number is unknown. The device history record was unable to be reviewed for this device since the serial/model number are unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Without the return of the device, the customer's allegations could not be confirmed and the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and to provide updates to fields (d4 and h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the procedure was extended by 15 minutes due to the device malfunction. However, the root cause could not be specified. Additionally, it is possible the cause of the phenomenon "the sheath at the distal end of the needle was damaged, and the needle was pulled out of the wrong place and punctured the bronchoscope. The ebus bronchoscope broke and caused severe damage to the working channel" occurred due to an error by the user. The root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.